Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete atrioventricular block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the stenosis of the superior vena cava was corrected and a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6) (r958586101). It was reported that on (B)(6) 2025, a 25mm epic plus mitral valve was implanted in the patient. Post procedure, a complete atrioventricular block (av block) was noted and a pacemaker was attempted. But severe stenosis of superior vena cava was identified. On (B)(6) 2025, the enlargement of the stenotic are with a non-abbott pericardial patch was performed.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm epic plus mitral valve was implanted in the patient. Post procedure, a complete atrioventricular block (av block) was noted and a pacemaker was attempted. But severe stenosis of superior vena cava was identified. On (B)(6) 2025, the enlargement of the stenotic are with a non-abbott pericardial patch was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.